Event description:
It was reported that after the catheter was placed, the extension tubing was found unable to be firmly engaged. It was reported this occurred with nine devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the connector and oversleeve could not be firmly engaged was confirmed; however, the exact cause could not be verified from the two returned images and the 14 second video clip. One photograph showed the label with part number 7655405 and lot number redu3920. The other photograph showed a plastic bag, which contained at least seven groshong nxt connectors. A label on the bag prevented visibility of all contents within the bag. No damage could be observed on the samples. One of the connectors had been assembled to the oversleeve, but no portion of the catheter was observed with the connectors. The video showed the catheter tubing inserted in the patient. The oversleeve and the groshong nxt connector were being assembled and pushed together. It appeared that the connector was fully advanced into the oversleeve, but the user was able to remove the oversleeve with their fingers. While the exact cause of the reported and demonstrated damage could not be verified from the video or photographs, the connector may have been damaged in a way that prevented the locking arms from securing the oversleeve.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redu3920 showed eight other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that after the catheter was placed, the extension tubing was found unable to be firmly engaged. It was reported this occurred with nine devices. This report addresses the first device.